Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a nephroureterectomy procedure, the surgeon closed the device over the renal artery and vein and fired the stapler but the blade only moved after the first stroke of the firing sequence, the blade was stuck halfway through the renal vein. The surgeon was unable to remove the stapler from the vein because it was cut through halfway and had to wait 20 minutes for a new stapler to be delivered to continue with the procedure. A colleague delivered a new stapler and an extra trocar needed to be inserted in order to allow the surgeon to use the second device to complete the procedure.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). Incomplete/interrupted firing. The ec60 device was received for analysis with no visual non-conformances and with a cartridge reload present. The cartridge reload was received partially fired. A partial fire can occur if the firing sequence is interrupted, the device is opened, then closed and firing is resumed, causing the instrument to lockout. The returned cartridge reload was tested for functionality by resetting and reloading it into the device. The functional test demonstrated that the remaining staples in the cartridge reload formed properly and the instrument achieved its complete 3-stroke firing sequence without any difficulties. The device was disassembled to verify the integrity of the internal components and no anomalies were found. A batch record review was performed and no anomalies were found during the manufacturing process.

Event description:
The surgeon who used the device is a highly skilled surgeon who uses this product on a regular basis. The surgeon does not need to be in-serviced on this product. There were no clips used during the procedure and no presence of an obstruction in the jaws of the device. The firing mechanism of the stapler is faulty because only the first firing stroke worked. I performed a test on the device after the procedure by overriding the locking mechanism on the device, the blade did not move with the 2nd and 3rd firing stroke. The surgeon was able to open the device as normal by pressing the anvil release button. The surgeon did not open the jaws of the device before the second device was fired to avoid potential blood loss so it was not a case of the surgeon that did not know how to open the device but rather a faulty instrument. The problem was not to open the device after firing but rather the firing mechanism that is faulty on.